Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The reason for call was patient reported that they are not getting relief from their pain. Patient stated that they have worked with several representatives to adjust their settings. Patient also mentioned that their previous settings were too high which it did not work and they need lower settings. Patient also stated that their hcp is aware of the issue but they are unsure of the extent. Patient commented that their trial experience was great and mentioned that they have been dealing with pain for years. Agent emailed reps for visibility.

Manufacturer narrative:
B3: event date is unknown continuation of d10: product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date; explant date; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that they met with the patient (pt), who reported no pain relief since implant despite multiple program changes. Pt recalled approximately 50% improvement during their trial, but adamant the rep told them at the time "if you get 50% at trial, you will get 80% with the implant.¿ pt reported having foot pain. When stimulation was increased, pt stated it makes the pain worse. Rep created 2 new groups that closely matched with pt's trial program and left amplitude at 0.6 ma. Pt continues to feel a residual sensation even with the stimulation turned off, which lasted several minutes. Pt planned to leave the device off until the sensation resolves then try the new programs. Rep spoke with the healthcare provider (hcp) who confirmed neither they nor the old rep told the pt the implant would work better than the trial. Their consistent message is that the permanent implant will be the same as the trial but not better. Hcp said if these new programs don't help, they may recommend explant. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The issue was still not resolved. The device was still in use. The patient kept it charged but off. The patient repeated that they had had no pain relief since implant. They were considering removing the implant in the spring.

Event description:
Additional information was received from the patient. It was reported that the stimulator has been turned off since october due to lack of effectiveness. Hcp suggested that they change the leads to paddle leads.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they met with their healthcare provider (hcp) and manufacturer representative (rep) and were given two new programs on a lower setting a few weeks ago. Group b is still too high, and group a program 1 at 0.1 and program 2 at 0.1 is still not giving pain relief after 12 days. The patient reports that these lower settings on two groups have not been effective. They have never felt the same relief they received in the trial. The patient notes that the issue is not resolved. Their hcp is going to give them a lumbar sympathetic block to see if that will give them relief, and they can discontinue use. The patient then said their trial was great for seven days. The patient repeated information trial and implant improvement expectations. They reiterated information that they were reprogrammed multiple times unsuccessfully. The patient has also tried different medications without success.